Manufacturer narrative:
Correction number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reports that he is unable to establish communication between his ipg and external devices. In addition, the pt has lost stimulation. The pt last recharged his ipg one month ago. Surgical intervention is pending to address this issue.